Manufacturer narrative:
Device eval by mfg: media was received from the index procedure and a review of the media identified no malfunctions with the device.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on any prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus edge valve. Successful repositioning of the 27mm lotus edge valve involved partial resheathing of the 27mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, the subject developed left bundle branch block. Neither any diagnostics were performed, nor any action was taken to treat the event. One (1) day post index procedure, the subject was discharged home.